Manufacturer narrative:
The foresight sensor is not available for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was unable to be completed since the lot number was not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Device not returned.

Event description:
It was reported that during use with this foresight elite sensor, there were inaccurate sto2 values observed. This was during a carotid artery stenting. Two sensors were attached to the patients forehead. One of the two sensors showed lower values (less than 10 percent) than expected. The sensor was exchanged, and the indicated value was around 50-60 percent, which was the same as expected. There were no error messages shown on the foresight elite tissue oximeter monitor. The inaccurate values were not affected by the patients condition. It is unknown if the patient was treated based on the incorrect value. Patient demographic information requested but unavailable. The device was discarded at the hospital. There were no patient injury reported.